Event description:
In "2009-2010", a perigee system was implanted. It was reported that the patient had a small erosion which was trimmed. Estrogen cream was prescribed as well. The husband then complained of pain during intercourse. A small fiber was found and was trimmed. Estrogen cream was continued. Subsequently another physician operated and cut a large amount of vaginal skin and mesh. The patient now complains of pain.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.